Event description:
Medtronic received information from a literature article regarding the cusp-overlap view technique versus the three-cusp view during transcatheter aortic valve replacement (tavr) with a self-expandable bioprosthesis. A total of 122 patients who underwent tavr with the medtronic evolut r system were included in the study population. One procedural death occurred. The circumstances of the death were not disclosed. Other procedural and in-hospital outcomes were as follows: device access and retrieval complications, ¿false valve positioning¿ (malposition), surgery or cardiac structural complications, need for multiple valves in one procedure, unspecified injury requiring surgery, pericardial effusion requiring intervention, coronary obstruction requiring intervention, conversion to open surgery, procedural stroke, paravalvular regurgitation (greater than grade 1), bleeding, vascular complications, new conductance disturbances (left bundle branch block, atrioventricular block of any degree, intraventricular), need for temporary pacemaker, and post-procedural permanent pacemaker implantation for high-grade atrioventricular block or progressive atrioventricular block with left bundle branch block and persistent bradycardia. No additional adverse patient effects or product performance issues were noted.

Manufacturer narrative:
Concomitant medical products: other relevant device: brand name: enveo r delivery system, model/catalog #: enveor-l. Citation: doldi pm, et al. Transcatheter aortic valve replacement with the self-expandable core valve evolut prosthesis using the cusp-overlap vs. Tricusp-view. Journal of clinical medicine. 2022 mar 12;11(6):1561. Doi: 10.3390/jcm11061561. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. The death report pertaining to this literature article was submitted in regulatory report number 2025587-2023-00436. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.